Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger assembly and a tray of batteries were replaced because one of the chargers was putting out 25 volts instead of 27 volts. This was causing a red indicator light lit on the battery indicator board. The indicator board was also changed because the red was marked off the e-stop button. The imaging system then passed the system checkout and was found to be fully functional. The charger enclosure, battery tray, and battery indicator board have been returned, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while doing a planned maintenance (pm) on the system, the representative had a red flashing light on the battery indicator. According to the logs, this was due to a charger card error. The charging enclosure needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: device evaluated by MFR: battery tray, charger enclosure, and the panel assembly all completed analysis. Analysis found that there was no issue with the battery tray or charger enclosure. However, visual inspection found on the panel assembly that the switch was damaged. Fdm, fdr, fdc respectively, 10, 213, 4315 refer to the battery tray and charger enclosure. Fdm, fdr, fdc respectively, 10, 114, 4307 refer to the panel assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.